Event description:
During a proventricular contraction (pvc) ablation procedure, using the cool path duo ablation catheter, a cardiac perforation occurred in the right ventricle. One hundred seconds of rf energy had been delivered when the patient suddenly became hypotensive. The procedure was stopped, both catheters were removed from the patient, and the patient's blood pressure recovered without treatment. An echocardiogram confirmed a pericardial effusion but a pericardiocentesis was not required. The patient was transferred to the ICU for monitoring. There were no performance issues noted with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.